Event description:
Two cna's placed sling under resident. Attached to lift. Cna lifted resident off bed-to move to chair. While suspended, lift arm dropped. Resident hit floor, back of head, feet on bed of roomate. Sling released from lift and lift arm went up on its own. Since incident, lift has not worked.